Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. No additional information was provided. A review criteria of the batch manufacturing records was conducted and the batch met all finished goods release.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, and organ perforation. It was noted that during the gynecological procedure performed on (B)(6) 2010, the surgeon had inadvertently entered the bladder with the mesh creating a posterior bladder cystotomy with mesh in the bladder. He then attempted to remove the mesh however, created a rather large posterior cystotomy and also left some retained mesh within the bladder. At this time, the patient then underwent an open repair. It was reported that the patient was fitted with a pessary on (B)(6) 2011 due to urinary incontinence and prolapse.